Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvis area pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnancy(stillbirth/miscarriage)'), systemic lupus erythematosus ('autoimmune disorder-type of disorder: lupus') and idiopathic intracranial hypertension ('other injury or complication :pseudotumour cerebri') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity ((B)(6) 2006, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012), spinal tap, urine output decreased and miscarriage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), idiopathic intracranial hypertension (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), the first episode of fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), visual impairment ("vision/eye problems"), the second episode of fatigue ("fatigue"), rash ("rash or skin condition type:") and abdominal pain upper ("upper abdomen pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (reversible of essure possibly in (B)(6) 2019). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, systemic lupus erythematosus, idiopathic intracranial hypertension, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, hormone level abnormal, migraine, headache, nausea, visual impairment, the last episode of fatigue, rash and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, bladder disorder, dyspareunia, headache, hormone level abnormal, idiopathic intracranial hypertension, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, systemic lupus erythematosus, tooth disorder, urinary tract disorder, visual impairment, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: essure coil was easily passed first through the right ostia and then the left. There were 3 coils visible protruding from the ostia into the cavity on both sides. The tenaculum was then removed and a stitch of 2-0 vicryl was placed at both tenaculum sites due to continued bleeding in spite of applying pressure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: plaintiff fact sheet and medical records received. New reporter added. Event injury is replaced by pain. New events autoimmune disorder type of disorder: lupus, bladder or urinary problems or changes, dental problems, dyspareunia, (painful sexual intercourse), fatigue, hormonal changes, migraines, headaches, nausea, pain, vision, eye problems, other injury or complication (s) please describe: pseudotumor cerebri, pregnancy with contraceptive device, device ineffective,abortion spontaneous (miscarriage) were added. Medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.